Event description:
It was reported that during an unconfirmed procedure, the physician described feeling a sheering along the lead and he said it felt that possibly the lead could be fractured.

Manufacturer narrative:
Sc-2352-50 (sn (B)(6)) the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Visual inspection found that the lead was frayed approximately 16 cm from distal end. No cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that during an unconfirmed procedure, the physician described feeling a sheering along the lead and he said it felt that possibly the lead could be fractured.